Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with the quality of distance vision and also experienced halos. The iol was exchanged for another unspecified lens model 9 months and 12 days after the initial implant procedure. Additional information was requested.

Event description:
Additional information was requested and received stating complaints of difficulty with distance vision. In the surgeon's opinion, slight hyperopic miss caused the event. The iol was exchanged for same diopter non-company lens. There was no further impact to the patient.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The company (2.25), 23.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company toric lens with a diopter power of 23.5. The manufacturer internal reference number is: (B)(4).